Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the therapy had turned off and reset to shipping parameters. Patient stated her bladder was going haywire and she had no control. She went to check and she got the code power on reset (por) code. It was indicated that she had no surgeries or medical procedures. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.